Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7290219. Our records show that this is the only instance of either issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: our quality engineers subjected the sample returned to our facility to leakage testing. The results from these tests were unable to replicate the reported leakage. The reported kinking was also not present in the submitted device. Root cause description: based on our findings, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that three bd¿ yel prn-qsyte y nopvc had leakage at junction of extension tube and y connection site. One extension tubing of bd¿ yel prn-qsyte y nopvc was kinked, resulted in blocking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd¿ yel prn-qsyte y nopvc had leakage at junction of extension tube and y connection site. One extension tubing of bd¿ yel prn-qsyte y nopvc was kinked, resulted in blocking.